Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs lead migrated and the pt was not receiving effective stimulation. Reprogramming did not resolve the issue. Follow-up identified surgical intervention was undertaken to reposition the lead, however, the lead was damaged during the procedure and the physician replaced it with a new one. The pt is now receiving effective stimulation.